Event description:
It was reported via a literature review that during an initial implant of a right ventricular (rv) lead, there was a transeptal perforation. It was also noted that inappropriate shock, separation failure, r-wave amplitude variation, incorrect interpretation of signal, and a microdislodgement were observed. Further information could not be retrieved as there was no product information provided.